Event description:
It was reported that a catheter extension set would not prime. This occurred during priming in the same day surgery department. The reporter stated that solution was not flowing from the unspecified primary set into the extension set. The reporter further stated that the extension set was disconnected and then reattached, and still would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number - the exact lot number of the device was unknown; however, the customer reported two potentially associated lot numbers, ur14i29145 and ur14h12051. Expiration date - the expiration date for ur14i29145 is 09/29/2019. The expiration date for ur14h12051 is 08/12/2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot ur14i29145 was manufactured on 11-05-2014 and lot ur14h12051 was manufactured on 08-14-2014. The evaluation of the returned device is complete. Visual inspection (with the naked eye) and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was then performed; the device was attached to an in-house primary set which was spiked into an in-house 1000 ml solution bag, the setup was primed, and the setup was observed for flow or leak issues. The device was found to prime and flow normally with no issues noted. The reported condition was not verified. A batch review was conducted for lot ur14h12051 and ur14i29145 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.